Event description:
As reported by another country health professional: "it was reported that the channel sheath would not steer, not very long into a pv procedure". No patient injuries or complications were noted.